Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited high impedance and fluctuating thresholds measurements. A review of the EKG strips showed intermittent loss of capture. After reviewing a chest x-ray, the physician felt the lead was not in an optimum position. During the revision procedure, the numbers were not good so the physician elected to cap the leads and implanted a new system.